Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device detached prematurely after 3 days of wear. The customer therefore did not have sensor to monitor glucose and became dizzy with other unspecified hypoglycemia symptoms. An ambulance was called and customer received treatment, which could not be recalled. There was no report of death or permanent injury associated with this event.